Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump language changed to italian after powering on. The customer's blood glucose level was 166 mg/dl. Tandem technical support assisted customer in performing a pump reset to resolve the issue. The customer was able to revert to original language.